Event description:
About 6 months ago, the pt noticed that she was loosing therapeutic effect. This was "demonstrated by increased difficulty walking and increased difficulty in speaking and increased tightness - increased anxiety". The clinicians were addressing this by increasing her infusion rate of baclofen; however, they had gotten no effect. An ap lateral x-ray was done on (B) (6) 2010 which showed the catheter had migrated out from the intrathecal space and was fully coiled in her abdomen. Upon opening the abdominal pump pocket site, it was noted that in addition to the catheter being entirely coiled out from the intrathecal space as well as from her torso area, the pump still remained sutured in place. So there was no coiling of the catheter due to the fact that the pump was spinning the catheter out from the it space. Both segments of the catheter were replaced. The catheters were intact and there did not appear to be any integrity issues. The pt was kept in the hospital overnight for observational purposes only with the restarting of the infusion rate for the pump. There was reported to be no pt injury.

Manufacturer narrative:
(B) (4): the catheter segments have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.